Event description:
The customer reported, she rec'd the wrong product and could not test her blood glucose level. In addition, the nurse from the dr's office called her to give her some test results. The nurse noticed that, the customer was not responding appropriately. The nurse then called 911 due to customer losing consciousness and feeling weak. Customer was then treated at the hosp and was diagnosed with hyperglycemia. It is not known what treatment the customer rec'd at the hosp. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be completed once the investigation results are available.